Event description:
It was reported that the right ventricular (rv) lead showed high threshold and high impedance. Reprogramming was done and the lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr pacemaker (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).